Event description:
It was reported that the customer's insulin alarmed no delivery and the infusion set was changed twice to resolve the issue. The mother stated that the customer went to school and now his glucose level is 429mg/dl because the device was not delivering insulin. The customer experienced nausea and vomiting. Instructed the mother to remove the cannula and it was bent. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.